Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a communication failure error message and would not take x-rays. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.